Event description:
Additional information received from the consumer indicated the pump was installed incorrectly. The patient elaborated by noting the "tube into spinal column is too short for lipids to reach brain." No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain. The patient's medical history included a blood clotting disorder, several genetic disorders, strokes prior to device implants, withdrawal from methadone, and head pain from intra-cranial minus pressure, for which the patient did trials for stimulation therapy for the head pain. It was reported that the patient had x-rays taken of her pump, and the healthcare provider (hcp) told her the "tubing was incorrect in her spine." The hcp told the patient the tubing was at the bottom of the thoracic spine, but should have been placed at the top of the thoracic spine. The hcp stated that because the catheter was at the bottom, "the medication could not get all the way up to her brain." The hcp stated that the placement of the catheter was why the pump did not help her. The hcp was reportedly upset that the patient's prior hcp had not changed the fentanyl in her pump in a year and a half which the hcp told her should have been done. No interventions, cause, symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.